Event description:
When lens was ejected, the leading haptic broke off and had to be taken out of pts eye. The rest of the lens was not implanted as doctor notice that it was just the haptic that initially came out so he pulled back after noticing that.